Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: no trend has been identified. Event description: it was reported that a patient had a revision of the left hip due to elevated metal ion levels, metallosis and dislocation on (B)(6) 2019. Review of received data: three undated (without time-stamp) x-rays have been received and been reviewed by external radiologists (hcp-mmi group), whereby the following was concluded: 2 ap films of the left hip demonstrate screw fixation of the acetabular cup. There is dislocation of the femoral head from the acetabular cup. Femoral component is intact with possible calcar resorption. The bone quality of the patient has also been noted to be of normal quality. Acetabular inclination angle can not be confirmed without an ap film of the pelvis. Inquiry e-mail sent in by the sales rep to the 411 group regarding implant identification for a surgery pre-planning was received. Hcp (mmi group) x-ray review received, whereby a dislocation of the femoral head from the acetabular cup is confirmed. Femoral component is noted to be intact. Possible calcar resorption has been mentioned as well as a normal bone quality. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: it was reported that a patient had a revision of the left hip due to elevated metal ion levels, metallosis and dislocation on (B)(6) 2019. X-ray review by an external group of radiologists (hcp) confirm the event of dislocation. The acetabular inclination angle remains undetermined. Therefore the possibility of a too steep implanted cup can not be excluded, which may have contribute to the event of dislocation. However, neither operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is also unknown if the patient suffered a trauma incident or not. Due to no medical reports regarding the blood work of the patient have been received, an event of elevated metal ion levels in the blood of the patient can not be confirmed. Additionally, due to neither surgical reports nor intraoperative pictures having been received, the event of metallosis can not be confirmed. In conclusion, due to solely x-rays being provided (in addition with the x-ray review) and no additional medical documents, only the event of dislocation can be confirmed and neither a case of elevated metal ion levels nor a case of metallosis. However, due to a lack of remaining information, it is impossible to perform a meaningful analysis of the events and to determine an exact root cause. Based on the available information, we were not able to identify an exact root cause for these issues. The investigation for the warsaw-products have been conducted and captured in warsaw complaint: (B)(4). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item# 00-8777-032-02, lot# unknown, biolox option, head,m, 32/0, taper 12/14; item# unknown, lot# unknown, wagner stem hip implant. Premarket identification: this product is manufactured by zimmer biomet winterthur. As the specific product identification number is not available, the 510(k) number could not be identified. Nevertheless, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states under 510(k) number k043356. Device evaluated by manufacturer: the device will not be returned for analysis; however, it was indicated that the associated device (item# 00-8777-032-02) will be returned for investigation. As it has not been received by manufacturer, the investigation is pending. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were received and will be reviewed as part of ongoing investigation. The following reports are associated with this event: 0009613350-2019-00286. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
It was reported that a patient was revised due to elevated metal ion levels, metallosis. Dislocation can be seen on the received x-rays. Attempts to obtain additional information have been made; however, no further information has been provided.